Event description:
The vcare green ring and balloon tip became dislodged from the handpiece while removing the uterus. The green ring was manually removed from vagina but the balloon tip was not present on the vcare. The balloon tip was found on the floor. An additional vcare with the same lot number also found to have a defective balloon tip.